Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. Bio tech stated that during treatment, the line going into the blood pump began to leak blood out of a pinhole. The leak was visually observed and the machine alarmed. Estimated blood loss was 5cc's. Pt had no adverse effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.